Event description:
It was reported that the customer's insulin pump had an off no power anomaly. The customer stated he had changed the battery but the insulin pump was still not working. Customer stated he had used brand new batteries but the problem persists. It was also reported that there was not any corrosion inside the battery compartment. Customer's blood glucose was 180 mg/dl. The customer was advised that the insulin pump would have to be replaced and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.